Event description:
Actual error: yes. (B)(6) pharmacy prescription refill for insulin syringes 1ml/29 gauge was filled as 1/2 ml/29 gauge. The syringes were not used and the correct size was given to him. Medication administered to or used by the pt: yes. Outcome: the syringes were not used and the correct size was given to him. Where did the error occur: community pharmacy. Pt counselling provided: unk. Relevant materials provided: none.